Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h7, h9, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was inspected, and the reportable malfunction was confirmed. The r-unit (charged coupled device) was broken and therefore the image was green. Based on the results of the investigation, the most probable cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope image turned green with purple dots after 10 minutes of use. The issue occurred during therapeutic laparoscopic appendectomy. Due to no other device available, the procedure was completed with the same device, however, it was extended for 30 minutes as it was difficult to complete using the same device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the rigid video scope image turned green with purple dots after 10 minutes of use. The issue occurred during therapeutic laparoscopic appendectomy. Due to no other device available, the procedure was completed with the same device, however, it was extended for 30 minutes as it was difficult to complete using the same device. There were no reports of patient harm.